Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by abdominal pain. The cause of peritonitis was not reported. On an unreported date, the patient was hospitalized for abdominal pain and during hospitalization was diagnosed with peritonitis. Treatment was not reported. At the time of this report, the patient outcome and action taken with pd therapy were not reported. No additional information is available.